Event description:
The pump was removed due to an infection and because the catheter was "pulling out of device". The pt felt that his body rejected the device. The pt was at home and was wondering if his body would respond the same way if another pump was implanted. Follow-up with the pt's healthcare professional was recommended. The medication being delivered via the device system was reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.